Event description:
It was reported that a large volume infusor had no flow. The device was filled with 240 ml of unknown solution. After 72 hours of the infusion, 200 ml remained in the device. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for analysis and an evaluation has begun but has not yet been completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured october 10, 2012 to october 12, 2012. Evaluation summary: the device was received for evaluation with no fluid in its bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow test was performed by filling the device with water. After fill, normal flow was observed from the distal luer. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.